Manufacturer narrative:
Additional info: a4, b2, b5, b7, g1, g3, h6 (added patient codes and device codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic recurrent umbilical & ventral hernias. It was reported that after implant, the patient experienced constipation, diarrhea, limited mobility, needs to walk with a cane due to pain, incarceration of hernia, mesh failure, recurrence, adhesions to the small bowel, gastroparesis, gastroesophageal reflux disease (gerd), chronic pain, mesh contracted, hiatal hernia, worsening abdominal bulging, chronic inflammation, fat necrosis, bowel obstrucion, mesh erosion, serosal tear, and chronic upper/periumbilical pain. Post- operative treatment included french drain, mesh revision, medication, CT scan, hernia repair with bard ventralight and adhesiolysis, surgical intervention with significant gastroparesis, laproscopic pyloroplasty (heineke-mikulicz type), lap hiatal hernia repair, recurrent umbilical hernia repair, intraoperative flexible esophago gastroduodenoscopy, extensive lysis of adhesions/enterolysis, and repair of small bowel serosal tear.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic recurrent umbilical & ventral hernias. It was reported that after implant, the patient experienced recurrence, adhesions to the small bowel, gastroparesis, gastroesophageal reflux disease (gerd), chronic pain, mesh contracted, hiatal hernia, worsening abdominal bulging, chronic inflammation, fat necrosis, bowel obstruction, mesh erosion, serosal tear, and chronic upper/periumbilical pain. Post- operative treatment included hernia repair with bard ventralight and adhesiolysis, surgical intervention with significant gastroparesis, hiatal hernia & gerd, laparoscopic pyloroplasty (heineke-mikulicz type), lap hiatal hernia repair, recurrent umbilical hernia repair, intraoperative flexible esophago gastroduodenoscopy, extensive lysis of adhesions/enterolysis, and repair of small bowel serosal tear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic recurrent umbilical <(>&<)> ventral hernias. It was reported that after implant, the patient experienced recurrence, adhesions to the small bowel, gastroparesis, gastroesophageal reflux disease (gerd), chronic pain, mesh contracted, hiatal hernia, worsening abdominal bulging, chronic inflammation, fat necrosis, and chronic upper/periumbilical pain. Post- operative treatment included hernia repair with bard ventralight and adhesiolysis, surgical intervention with significant gastroparesis, hiatal hernia & gerd, laparoscopic pyloroplasty (heineke-mikulicz type), lap hiatal hernia repair, recurrent umbilical hernia repair, intraoperative flexible esophago gastroduodenoscopy, extensive lysis of adhesions/enterolysis, and repair of small bowel serosal tear.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic recurrent umbilical & ventral hernias. It was reported that after implant, the patient experienced adhesions to the small bowel, gastroparesis, gastroesophageal reflux disease (gerd), chronic pain, and mesh contracted. Post- operative treatment included hernia repair with bard ventralight and adhesiolysis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic recurrent umbilical & ventral hernias. It was reported that after implant, the patient experienced recurrence, adhesions to the small bowel, gastroparesis, gastroesophageal reflux disease (gerd), chronic pain, and mesh contracted. Post- operative treatment included hernia repair with bard ventralight and adhesiolysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions to the small bowel and omentum.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced adhesions to the small bowel and omentum, chronic pain, and mesh contracted. Post- operative treatment included hernia repair with bard ventralight and adhesiolysis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a symptomatic recurrent umbilical & ventral hernias. It was reported that after implant, the patient experienced adhesions to the small bowel, gastroparesis, gastroesophageal reflux disease (gerd), chronic pain, and mesh contracted. Post- operative treatment included hernia repair with bard ventralight and adhesiolysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced adhesions to the small bowel and omentum.